Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during an attempted implant, the physician expressed difficulty with the manipulation and shaping of the distal tip of the right ventricular (rv) lead. The rv lead was removed and replaced successfully. No patient complications have been reported as a result of this event.